Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and replaced the batteries due to the failed run time. The fse completed the pm and the iabp passed all tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a scheduled preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement; thus, no adverse event was reported.